Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was found disassembled in box. A portion of the cannula was missing near the location of the handle. The device was never used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was found disassembled in box. A portion of the cannula was missing near the location of the handle. The device was never used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood was observed. The cannula was returned and reported as disassembled and a portion of the handle was missing. . It was observed that the cannula was indeed disassembled but no part or component was missing from the reported device. No sign of breakage or defect was observed on the cannula handle including the c-ring. A comparative evaluation was performed. A reference cannula handle was disassembled and placed beside the reported device. Upon inspection, it was observed that both the reference and reported devices were identical. The returned device appeared intact and in perfect condition. A mechanical inspection was performed by assembling the cannula handle of the returned device. The same was done on the reference device. It was observed that both devices appeared identical. No defect or signs of breakage were observed on the returned device. A DHR/sfp was reviewed for the reported device. There were no non-conformities reported on the device. The DHR/sfp certifies that the device passed all tests and requirements and were released in good order, including proper packaging. Manufacturing process instructions specify that cannulas are packed with the handle in one piece (not disassembled, as it was reported and returned). Based on the returned condition of the device and the evaluation results, the reported failure "component missing" was not confirmed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood was observed. The cannula was returned and reported as disassembled and a portion of the handle was missing. . It was observed that the cannula was indeed disassembled but no part or component was missing from the reported device. No sign of breakage or defect was observed on the cannula handle including the c-ring. A comparative evaluation was performed. A reference cannula handle was disassembled and placed beside the reported device. Upon inspection, it was observed that both the reference and reported devices were identical. The returned device appeared intact and in perfect condition. A mechanical inspection was performed by assembling the cannula handle of the returned device. The same was done on the reference device. It was observed that both devices appeared identical. No defect or signs of breakage were observed on the returned device. A DHR/sfp was reviewed for the reported device. There were no non-conformities reported on the device. The DHR/sfp certifies that the device passed all tests and requirements and were released in good order, including proper packaging. Manufacturing process instructions specify that cannulas are packed with the handle in one piece (not disassembled, as it was reported and returned). Based on the returned condition of the device and the evaluation results, the reported failure "component missing" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was found disassembled in box. A portion of the cannula was missing near the location of the handle. The device was never used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.